Manufacturer narrative:
(B)(4).

Event description:
It was further reported that thrombus age was less than 14 days and the catheter was run for 335 seconds. Post procedure, the patient went into renal impairment/failure with creatinine recorded at 481 and was in a very serious condition. She remained in hospital for a further 7 days to treat the adverse effects of the mechanical thrombectomy procedure. It was understood that the patient recovered.

Manufacturer narrative:
Age at time of event: early 30s. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the wire was sticking inside the catheter during the procedure. Post procedure, the patient developed renal failure. An angiojet® zelantedvt¿ catheter was selected for a deep vein thrombectomy procedure in the leg. During the procedure, the wires were sticking inside the catheter. 2-4 wires were used. The patient was given fluids during the case. Run times were below the recommended levels with most of the case without flow. At the end was with flow, totaling around 317 seconds altogether. Power pulse was not used. The procedure was completed with this device with no remaining thrombus. Directly after the case, the patient developed renal failure and was clinically unwell. Dialysis was needed. It was noted the patient had no previous renal problems.